Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: upon investigation, the keypad cover was observed to be intact. The okay button responded intermittently. The keypad cover was removed and no contamination was found under the contacts. However, damage was noted to the okay button contact. The following findings were unrelated to the reported issue: the display was observed to be dim, fading, and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.